Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker's gas gauge showed from five years to three and a half years in a span of six months. Boston scientific technical services (ts) advised to either do a save to disc or to send analysis reports. Additional information indicated that the patient will be having additional follow up visit to make programming changes. As of this time, the device remains in service. No adverse patient effects were reported.